Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed the fall-off test at all ECG electrodes. Upon evaluation, pin 1 of the u725 multiplexer on the distribution node (dn) pca board was shorted. The cause of the non-functional ECG electrodes is the shorted pin. The root cause of the shorted pin cannot be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor returned an electrode belt indicating that it had non-functional ecgs.